Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of the helium loss alarm is not able to be confirmed. During therapy, the pump was swapped out and no further alarms occurred. The root cause of the complaint is undetermined. If the part is returned or additional information is received at a later day, a full investigation will be completed. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had frequent helium loss alarms. The patient had been transferred from an outside hospital and placed on the ac3, the rn reported that the iabp started to alarm for helium loss. As a result, the pump was switched out for an a2w. The nurse stated they had not had any further alarms. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had frequent helium loss alarms. The patient had been transferred from an outside hospital and placed on the ac3, the rn reported that the iabp started to alarm for helium loss. As a result, the pump was switched out for an a2w. The nurse stated they had not had any further alarms. There was no report of patient complications, serious injury or death.